Event description:
The hcp reported the pt was admitted to the emergency room following several days of nausea and vomiting. The hcp reported a magnet was taped over the pt's pump in the emergency room due to pt symptoms. A confirmed motor stall was noted in the event logs. The stall was recovered, but the event logs were not available to the reporting hcp to provide additional info regarding the recovery. The drug in the pump was pf morphine sulfate - no concentration or dose was reported. The hcp reported the pt symptoms were believed to be the result of a uti. No other symptoms or outcome was reported. Additional info has been requested from hcp, but was not available on the date of the report.

Manufacturer narrative:
Additional information received from the hcp indicated the magnet was removed, telemetry was performed, and the device was found to be working properly. The patient recovered without sequela.